Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed failure in the process tolerance of medibeta could not be determined, however, the issue was likely the result on misuse. Additionally, a definitive root cause of the pink rubber tear and core exposure could not be determined, however, the issues was likely the result of user handling/mishandling. The event may be detected/prevented by following the instructions for use sections below: ultrasonic gastrovideoscope. Olympus gf type ue160-al5. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found an additional reportable finding: there were tears on the pink rubber with an exposed core on the probe cover. Additional findings included: leaking and lifting of the bending section cover glue, a shadow on the echo line of the ultrasound medical image, the nozzle (air/water) was clogged, fluid invasion of the scope connector, buckling of the ultrasound medical cord, and play on the up/down and right/left control knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope failed to allow processing on the medivator. The customer attempted two different automatic endoscope reprocessor hook-ups and the scope still failed with the message "minor endoscopic leak." The issue was found during reprocessing. There were no reports of patient harm or injury.